Event description:
The facility reported a colleague infusion pump with damaged battery. According to the facility, this event occurred upon power-up in the out-patient unit. This event may have interrupted delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Similar reports have been received for the reported problem.

Manufacturer narrative:
(B)(4).device evaluation: the reported condition of a colleague infusion pump with a damaged battery was confirmed by baxter personnel during product evaluation. The root cause was assigned to faulty main batteries. The main batteries and battery harness were replaced to correct this condition. This issue is being investigated through CAPA. Should additional information become available, a follow-up medwatch will be submitted.